Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device observed that the gauge needle was at 0 atm when received and the tray was found cracked and excess of adhesive were noted on the barrel of the complaint device. A functional test of the complaint device was carried out and the handle of the device moves without difficulty. The device locking mechanism test was performed and it was noted that the device lost pressure at 6 atm and a leak was noted from the gauge/barrel connection site. A device history record review was performed and no deviation was found. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Reportable based on device analysis completed on 13-sep-2017. It was reported that the screw would not move at all. Vascular access was obtained via the right femoral artery. The 45% stenosed target lesion was located in the mildly tortuous left circumflex artery. An encore¿ 26 advantage kit was selected for use. During preparation at outside patient's body, the device was tried to inflate but the screw would not move at all. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed that the inner tray was cracked.